Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as insulin pump had three insulin flow blocked alarm during bolus. The customer blood glucose level was 400 mg/dl and treated with insulin pump and manual injection. The customer was using auto mode system. Customer did not troubleshoot as it was bent cannula that caused high blood glucose. Customer reports alarm did not occur during fill tubing. Customer reports event was resolved by changing complete set. The insulin pump will not be returned for analysis.